Event description:
Boston scientific received info that this right ventricular lead exhibited high threshold measurements. The lead had dislodged the same day of implant post pocket closure. A revision procedure was performed to reposition the lead. Repositioning was unsuccessful and the lead was explanted. Another lead was successfully implanted. No additional adverse pt effects were reported.